Event description:
Right colectomy surgery was performed in 2008. Anastomotic leakage occurred on day 6-7 post operation. Re-operation was necessary at that time. Pt is fine and home from hosp.

Manufacturer narrative:
No correction or remedial actions - leaks are common anticipated adverse events in this kind of procedures. The cumulative leak rate is within the low range reported in the literature.